Manufacturer narrative:
Evaluation of the returned pump confirmed the report of suspected pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and a portion of the deposition was darker in color showing potential denaturing, indicating that the thrombus likely developed around the bearing over an undetermined amount of time while the pump was supporting the patient. The observed deposition could have potentially contributed to the reported hemolysis symptoms. Examination of the sealed inflow conduit and the sealed outflow graft did not reveal any adhered deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient was admitted for suspected pump thrombosis due to recurring heart failure symptoms. The patient's inr was therapeutic; however, the patient's lactate dehydrogenase level was greater than 4,000 u/l on (B)(6) 2016 and a ramp study showed that the lvad was not offloading the left ventricle. The patient received a pump exchange on (B)(6) 2016 and the patient was listed for transplant.